Event description:
Pump malfunction; spontaneous call from patient¿s wife stating that cadd ms-3 pump sn (B)(4) (4/19): beeps and turns off this happened twice at 4am and "9:36am" on (B)(6) 2018. No information in infusion reported. Patient does have a backup pump that is functioning properly. Troubleshooting was performed and it was unsuccessful. We will replace the pump. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Reported to (B)(6) by pt/caregiver. Dose or amount: 60 ng/kg/min; frequency: continuous; route: sq; dates of use : from (B)(6) 2014 to current ; diagnosis or reason for use: pah.